Event description:
It was reported that the bed was displaying phantom motion due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported there was a motor malfunction which was incorrect. Follow-up submitted with evaluation results which determined the bed was displaying phantom motion due to damaged siderail cables.

Manufacturer narrative:
Customer to perform own repairs.

Event description:
It was reported that the motor had a malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.